Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Manufacturer contacted customer within 24 hours call after initial call for knowing customer's condition; customer reported that was at the ER the same day, (B)(6) 2016; customer was treated with glucose via IV to raise the blood glucose level. Additional, the customer had a blood panel test performed unrelated to the diabetes. The customer's blood glucose test result at the ER was undisclosed. The customer reported feel better with no diabetic symptoms at the phone call time. Most likely underlying root cause of malfunction:user applied blood to strip before inserting strip into meter.

Event description:
The customer called initially with an e-3 error code, after trouble shooting and clearing the e-3 error code the customer was able to get a reading of low blood glucose results 43mg/dl, with symptoms of confusion, slurred speech and anxious behavior reported by customer's wife who assisted customer during the phone call. Customer's wife advised to take the husband to the hospital and seek medical attention, the customer agreed. The customer's expected fasting/non-fasting blood glucose test result range was undisclosed. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/26/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: undisclosed. Phone call was scheduled to contact customer within 24 hours to know whether customer's symptoms was treated.